Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had ventricular tachycardia (vt) episodes due to minute ventilation (mv) oversensing. The noise was not able to be reproduced, and all other measurements were normal. The mv sensor was turned off, and the plan was to continue to monitor. No symptoms were experienced. Device remains in-service. This device was included in the recent mv sensor signal oversensing advisory population.